Event description:
The customer reported erroneous drug screening test results for five to six patients involving au400 clinical chemistry analyzer with ise. Only one example of false negative patient results was provided by the customer. The original result from the analyzer, was negative for all assays. Upon reanalysis of the same sample, positive results for opiates and oxycodone were noted. The erroneous results were not released and questioned by the laboratory. There was no patient consequence associated with this event. The customer stated quality control (qc) recovery was within the acceptable range, and there were no instrument issues. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered four bent and chipped mix bars, a bent sample probe, two broken reagent tray holders, and a loose joint tubing; the fse replaced all the associated faulty parts and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications.

Manufacturer narrative:
Additional information: the customer did not know the actual event date but stated the event occurred over an estimated three week time frame. The event date provided in the initial report is an estimated date.